Event description:
The customer complained of high blood glucose levels. The customer reported that his blood glucose reading was 586 mg/dl. While troubleshooting, the customer stated that he had previously been hospitalized due to hyperglycemia. The insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.